Event description:
The customer reported that at the start up, the iabp display was completely unreadable. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the color video receiver pcb (part number: 0670-00-0736). In a unrelated repair, he also replaced the batteries (part number 0146-00-0039), which were 2.5 years old. The iabp was tested to factory specification. It functioned normally and was returned to the customer.